Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the hf sensor implant procedure the physician was unable to access the right femoral site. Access was obtained through left femoral site and the sensor was implanted without any complication. Later hematoma was reported at the right femoral site. The patient was treated with bed side manual hold/pressure and was in observation for the night. Additional information received identified the patient passed away (reference MFR. Report# 3004936110-2017-00189).